Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right ventricular (rv) lead replacement procedure this right atrial (ra) lead was observed to have insulation damage. All lead measurements were noted to be within normal limits. The physician elected to surgically abandoned the ra lead and replace. No additional adverse patient effects were reported.